Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects myocardial infarction and death are listed in the spirit IV instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 3 years post implantation of 2 xience v stents in the mid left anterior descending artery and on xience v stent in the mid right coronary artery, the patient was admitted to the hospital with an elevated troponin level, diagnosed as a myocardial infarction and a cerebrovascular accident (cva). The cva was thought to be embolic and was treated with tissue plasminogen activator (tpa). The patient became unresponsive, had a CT scan which showed an acute subarachnoid hemorrhage. On (B)(6) 2010, the patient was pronounced dead. There was no additional information provided.